Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, the stapler did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. They used another reload resolve the issue in order to complete the case. No tissue loss/damage. Patient is doing fine.